Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received pump received with blank display due to moisture damage electronic assembly. Analysis was unable to verify button keypad anomaly due to blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage and keypad anomaly. The customer's blood glucose reading was 185 mg/dl at the time of the call. The customer stated the insulin pump was submerged under water and now the buttons are unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.